Event description:
Patient reported a cracked pump near the charging port, which affected battery life, reducing it from three days to requiring charging every other day. There was no reported impact to the customer's blood glucose level. Patient declined further follow-up from technical support, and the event was documented only.